Event description:
Pt reported cadd legacy pump sn (B)(4), due (B)(6) 2019 keeps going thru batteries too soon. She uses new batteries once. Next time uses pump. Pump records as change batteries. Pump functioning no ae as result. Pt concerned battery may go dead when she can't get to batteries. Other pump doesn't have this issue. Shipping pump replacement for next day delivery with return box for affected pump. Product fault did not occur while product in use. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.